Event description:
As reported, during a PICC placement procedure, the 0.018" 70 cm guidewire had been advanced through the catheter into the pt and when an attempt was made to advance it down the vessel, it went into a side branch. When drawn back, it began to unravel. The guidewire was removed in one piece with no complications/injury to the pt. The used guidewire, as well as the PICC, have been returned to navilyst medical for eval.

Manufacturer narrative:
The used guidewire was returned to navilyst medical and has been forwarded to the guidewire supplier, lake regional mfg, along with a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).